Manufacturer narrative:
Device eval summary: device evaluation of battery (B)(4) has been completed. The reported problem (battery is not holding charge) has been confirmed. Upon evaluation, the battery pack was found to have a damaged connector. Pin 5 was not making a connection. The root cause of the defective pin cannot be positively identified but may have been caused by a drop or misalignment with the mating connector. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that one of his batteries was not holding a charge. The patient was provided with a replacement battery pack.